Manufacturer narrative:
A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. The patient¿s iop should be monitored postoperatively. If the iop is not adequately maintained after surgery, a therapeutic regimen or further intervention to reduce iop should be considered. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported "xen [was] in failure of pose due to a failure to exit" against the xen®45 gts. Surgery was converted to trabeculectomy.